Manufacturer narrative:
This incident concerns a similar product to the one on the us market. No identical products are on the us market. The review of manufacturing data shows that the raw material of the anatomic insert complies with the iso 5834-1 and iso 5834-2 standard. The review of the manufacturing history records shows that the device has been manufactured according to our specifications and drawings. The parts have been inspected during manufacturing process and no anomaly was detected in relation with the incident. The review of the internal vigilance database reveals that another incident was reported related to the same batch number of insert. A second disassembly occur on (B)(6) 2020 (2 years after the revision surgery of the present incident) and investigated on the report comp(B)(4) (FDA reference number 3009590742-2020-00002). The review of the internal vigilance database reveals that the incident rate related to post-op disassembly of anatomic insert is 0.007% and does not show an increase trend. The most probable root cause of the previous incidents is the absence of complete impaction of the insert during the implantation (associated with a traumatic event for one incident). Without explanted devices not returned by the healthcare facility (not retained), no visual investigation could have been performed of the pe insert in order to confirm its impaction. According the elements in our possession, the origin of the incident cannot be established.

Event description:
Revision surgery performed on (B)(6) 2018 following disassembly of the insert from the tibial base plate initially implanted on (B)(6) 2017 (the both part are normally assembled together in order to get the tibial prosthesis). Only the insert has been replaced. The tibial baseplate remained implanted. A second disassembly occur on (B)(6) 2020 (2 years after the revision surgery of the present incident) and investigated on the report comp(B)(4) (FDA reference 3009590742-2020-00002).